Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. While patient was sleeping, continuous glucose monitor (cgm) alarm sounded. Patient woke up at approximately 2am and husband assisted patient by providing a glass of juice which brought up patient's blood glucose (bg) level. Patient did not require hospitalization. Patient uses multiple bg meters, which is against user guide recommendations. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).